Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose of 45mg/dl and emergency services were dispatched. The customer treated with insulin. Customer indicated that their blood glucose was also 413mg/dl. Customer indicated that insulin was not coming out of the tubing. Troubleshooting advised that there may have been an occlusion and changing the reservoir resolved the issue. Customer was advised on proper insertion, taping and site techniques and to not insert the cannula in places of scar tissue or hardened skin. Customer was able to rewind and prime the pump. No further assistance was necessary.